Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the reason for the surgery is surgical wound issues.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that no revision surgery occurred. Event was reported in error. The initial report should be voided.